Event description:
The customer returned a companion sample of the flolink microbore catheter extension set, product code 2n9061, lot number ur09j13046, for evaluation along with the sample for unrelated (B)(4). The customer reported a vygon syringe will unwind from the flolink luer. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). The customer returned one actual and five companion samples for evaluation purposes related to the difficult to connect condition. Each sample was visually inspected with no defect observed. Functional testing was also performed. The returned syringe was connected to each sample. During the functional test, four of the six samples failed. When the syringe was connected to the luer, it would unwind and disconnect. This report is for confirmed sample three of four.